Event description:
It was reported by an attorney that the patient underwent revision surgery on (B)(6) 2020 and mesh was implanted and the physician performed an abdominal wall reconstruction and inserted a jp drain. It was reported that the patient experienced pain, nausea, diarrhea, chills, inflammation, vomiting, scarring, keloids, and intimacy problems with her husband. It was reported that the patient had underwent a ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced a small bowel obstruction and leukocytosis on (B)(6) 2016 and the patient experienced partial small bowel obstruction and inflammation on (B)(6) 2017. All of which was captured in a separate file. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 9/15/2022.